Manufacturer narrative:
An asp field service engineer (fse) confirmed the customer complaint of the reservoir leaking around the heater assembly and resolved the issue by replacing the reservoir. The fse ran a fill / empty disinfect test cycle, ran a wash / disinfect test cycle. The fse reset the aer and reloaded the operating parameters. The aer mets specifications.

Event description:
The customer alleged a leaking / empty reservoir; however, the customer stated that the area where the cidex opa disinfectant leaked was dry. The customer stated there was no report of adverse reaction involved from the leak. The unit was serviced by an asp field service engineer.

Event description:
The report from the (B) (6) study indicated that during post-dilation with a 5.0x20mm aviator balloon and stenting of a lesion in the ostium of the right internal carotid artery with a 7.0x40mm precise pro rx stent, the patient developed neurological deficits with behavioral change and left hemiparesis. The patient was confused, disoriented and agitated. Sedation was given for the agitation. The angioguard embolic protection device was also in place when the adverse events were manifested. The deficits lasted less than 24 hours and the patient was diagnosed with an ischemic stroke. In addition, the site indicated that it was not clear whether this was an ischemic stroke or a manifestation of hypotension as the patient was hypotensive briefly following stent deployment and resolved both the hypotension and neurological deficit with restoration of her blood pressure. She was treated for the hypotensive episode with a total of 160 mcg of neosynephrine IV was used over a 2 min period. The patient had a full recovery and no emergency cea surgery was required. Discharge occurred 4 days later due to continued episodes of psychoses at night. Approximately 2 ½ weeks later, the patient had sudden left hemiparesis, dysarthria and permanent neurological deficits, including generalized weakness, confusion, left sided facial droop and left sided weakness. This was diagnosed as an ischemic stroke. The patient remained hospitalized and was 85% improved neurologically. However, she was currently being treated for bilateral knee gout.

Manufacturer narrative:
The customer alleged that the unit was leaking disinfectant from the reservoir onto the floor. The customer was not sure if the disinfectant was cidex opa. No human reactions due to exposure to the disinfectant were reported. According to the customer the area where the disinfectant leaked was dry and the reservoir was empty. The facility requested services from asp. The fse replaced the reservoir for leaks around the heater assembly. The fse ran fill/ empty disinfect test and a wash/ disinfect test cycles. Finally the fse reset the aer and reloaded the operating parameters. The aer unit meets manufacturer's specifications. The replaced reservoir tank is the old design. The old tank design was assembled (non-molded) and can crack resulting in leaks over time which can inturned lead to failure of the temperature subsystem. This known failure mode of the reservoir tank is explained in detail in a CAPA.